Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the stability pin broke off inside the sacrum. According to the surgeon, "the fragment could not be retrieved as it was embedded in bone". No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Review confirms shaft fracture. The helical morphology of the fracture, which appears to follow the base of the thread, as the riverlines suggest torsional overload as the mechanism of failure. The above observations are consistent with torsional overload.